Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) female patient. There was no additional patient information available at the time of this report. Test date: (B)(6) 2018: method collected tested hct hb na k cl co2 bun creat ical glucose I-stat, 0411, ni, 62, 21.2 g/dl, 141, 2.9, 100, 25, 12, 0.7, 1.07, 119; sysmex, ni, ni, 39, 13 g/dl. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/23/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency identified.

Event description:
Na.